Event description:
A healthcare facility in china has reported via nmpa reporting system that the tubing of an opt312 optiflow junior infant nasal cannula had detached during use. There was no reported patient consequences.

Manufacturer narrative:
(B)(6). Method: the subject device opt312 optiflow junior nasal cannula interface was not received at fisher & paykel healthcare (f&p), new zealand for investigation. Our investigation is based on the previous investigations of similar complaints, and our knowledge of the product. Results: the customer reported that the tubing of an opt312 optiflow junior infant nasal cannula had detached during use. There were no patient consequences reported by the healthcare facility. Conclusion: without the subject device returned for an evaluation, we are unable to determine the exact cause of the reported fault. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt312 optiflow junior nasal cannula interface would have met the required specifications at the time of release. The user instructions which accompany the opt312 optiflow junior nasal cannula how in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube." Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Section h4: device manufacturing date: lot number was not received.